Event description:
It was reported that originally the vibrant soundbridge was working fine and the patient was satisfied. In (B)(6) 2009 the patient had a bacterial infection at the skin flap, caused by (B)(6). This caused a partial extrusion of the vibrant soundbridge, therefore, a first stage plastic surgery was carried out in (B)(6) 2010. A second stage plastic surgery was carried out on (B)(6), 2010 during which the reconstruction of the skin flap was carried out. The surgeon repositioned the floating mass transducer on the round window but he was not certain that it was still operational and the device was explanted. The skin bacterial infection was still in evidence.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device analysis will be submitted as a follow up report.